Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the insulin pump was received with a corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. There was no failed battery test or battery out limit alarms noted. The pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump was received with broken battery tube threads, a missing end cap sticker, a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had damage on the insulin pump. Customer stated that she received a failed battery test alarm. Customer inserted 6 new batteries but it would still not come on. Customer stated that the top of the pump is coming apart piece by piece around the battery compartment. Customer noticed the damage a week ago. Customer stated that it could have been due to her epilepsy (seizures). Customer thinks that this contributed to the cracks around the compartment. Customer's blood glucose was 80-150 mg/dl at the time of the incident. Customer stated that her blood glucose has gone low in the 30's mg/dl when she was working last week. Customer treated by taking a glucagon shot and some juice. Customer does not believe that the pump was an issue in her low blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.